Manufacturer narrative:
(B)(6). (B)(4). The returned polaris ureteral stent was analyzed, and a visual evaluation noted that the middle section was detached/separated. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, there is no control in how devices are handled in the field. Additionally, the stent returned without the suture string, it is evidence of the stent was manipulated. Therefore, the failure found (catheter break / separated) is an issue that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral catheterization via cystoscope procedure in the bladder, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician unpacked the package, it was found that the polaris ultra ureteral stent was fractured. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.